Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer's blood glucose was 16.7 mmol/l. The customer treated themselves with a manual injection. Troubleshooting was done. The customer stated that they removed the reservoir and rewound the insulin pump. However, the alarm still persisted. The customer did not recall any significant events leading to the alarm. The customer confirmed that they did not receive the motor position encoder error alarm. The customer stated that they were unable to complete the rewind sequence. The customer mentioned that they were also receiving no delivery alarms. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.